Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation to show a causal relationship between the event and the liberty select cycler. The patient had received patient line blocked message and it is unknown if this was related to the peritonitis. Per the pdrn the patient had been completing manual exchanges when unable to complete pd therapy on the cycler, but it is unknown when or why the patient was not completing therapy on the cycler. It is unknown if proper aseptic technique was utilized by the patient or if there was any breach in aseptic technique. Based on the available information a cause of the peritonitis cannot be confirmed. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
The caregiver for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy contacted technical support regarding a patient line (pl) blocked message received in drain 1 of 5. The caregiver then stated that they needed to call 911 for the patient. The technical support representative contacted the peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient¿s caregiver notified them that the patient was hospitalized for a potential peritonitis case. The pdrn was unsure if this was related to the cycler or if this occurred when the patient was completing manual exchanges when the patient was unable to complete treatment on the liberty select cycler (unspecified reason). During follow up the pdrn confirmed that the patient was hospitalized for peritonitis and was currently still hospitalized. Hospital course is unknown. No further information was obtained.